Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is wearing the infusion set for 3 days. Tandem clinical support informed customer that wearing the infusion set for 3 days. Is off label per the user guide. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.